Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n305395, implanted: (B)(6) 2012, product type: adapter; product ID 37754, serial# (B)(4), product type: recharger; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3887-56, lot# l81426, implanted: (B)(6) 2003, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3887-56, lot# j0309657v, implanted: (B)(6) 2003, product type: lead; product ID a01411002, serial# unknown, product type: recharger. (B)(4).

Event description:
When the patient recharges her implantable neurostimulator (ins), it seems as though it shuts off the stimulation during mid-charging. The screen tells the patient it was on but she feels it shut off. The patient was not aware that the recharger has the stimulation on/off key on the side and it was possible the patient was accidentally pressing stimulation off key when handling the recharger. Sometimes the patient charges and then stops for a while and starts again later. The belt does not stay on when the patient moves around and sometimes she needs to get things done. The patient has to sit when she charges. Additional information has been requested to see if any troubleshooting or interventions were needed and to obtain the patient outcome.